Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reviewing attached picture, the complaint description can be confirmed that the threaded tip is broken off investigation site: cq zuchwil selected flow: damaged. Visual inspection: the visual inspection confirmed that the threaded tip of driving cap is broken off. In general, the driving caps present heavy hammer marks (dents) from hammering; the instrument is in a used condition. The broken threaded tip stuck in the returned concomitant insertion handle. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Document/specification review: drawing was reviewed during this investigation. The review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification of the drawing. Summary: the returned driving cap was examined and the complaint condition was able to be confirmed. The investigation has shown that the threaded tip of driving cap is broken off as well heavy hammer marks at the instrument are visible. Furthermore, abraded areas were observed on the fracture surface, which were caused by hitting of the two broken parts against each other, after the threaded tip had broken. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We assume that the thread tip of the driving cap was broken by a loose or insufficient tightening between the insert handle and driving cap during the nail insertion. Such a loose connection, in combination with high vertical- / lateral stress, can lead to such a damage of the threaded tip of the driving cap. This production lot (9928393) was manufactured in august 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would have contributed to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 03.010.523, lot: 9928393 , manufacturing site: bettlach, release to warehouse date: aug. 09, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is company representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the impactor was broke in the insertion handle on (B)(6) 2020. It was unknown how it was has happened. The procedure was completed successfully without any delay reported. There was no patient consequence. Concomitant device reported: insertion handle (part # 03.033.001, lot # 2l52304, quantity # 1). This complaint involves one (1) device. This report is for (1) driving cap f/insertion handle. This is report 1 of 1 for (B)(4).